Event description:
"Gyn surgeon fully insufflated the abdomen with a veress needle. He then entered the abdomen with an 11mm bladed trocar and perforated the vena cava. A general and vascular surgeon were called in and completed the necessary repairs. The pt was moved to the ICU and then later discharged."

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We could not review the device history record of this device due to the lot number not being provided. As a result, we are concluding our investigation and closing this incident file. This document represents our initial and final report.